Manufacturer narrative:
(B)(6). The lot was manufactured august 9 - 12, 2019. The device was received for evaluation. Visual inspection revealed that the device had leaked. Further inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the white luer. A portion of the broken tubing remained inside the solvent-bonded area of the white luer. There was no evidence of a ruptured bladder. The bladder was observed to be in normal condition. The reported condition of broken tubing was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked after filling. The white flow restrictor had snapped off the administration tubing. The reporter stated the device housing was filled with drug solution and the bladder reservoir appeared to have burst. The device had been filled with 8g flucloxacillin in 230ml sodium chloride solution. There was no patient involvement. No additional information is available.